Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial leadless pacemaker (lp) was oversensing far field r-waves resulting in inappropriate mode switches. No changes or interventions were reported. There were no patient consequences.